Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed that the pump did not suspend the insulin delivery after a low blood glucose event. The customer also noticed sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported a blood glucose value of 33 mg/dl. The hypoglycemic event was with the glucose/carbohydrate intake. The event involved product(s) unomedical, mmt-7040a, mmt-332a, mmt-1884. Troubleshooting was performed for sensor glucose vs blood glucose reading difference and noted the sensor glucose reading was 93 mg/dl and blood glucose was 33 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer that sensor will be replaced. Troubleshooting was partially performed for low blood glucose event and the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event and the smartguard feature was active. The customer decided to turn off the smart guard feature on the pump and use the pump in manual mode. The customer was assisted with turning on the suspend feature on the pump. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.